Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter, without the hub. The balloon was loosely folded and there was contrast in the balloon and inflation lumen. The overall length of the returned device was 1142 cm. The balloon, hypotube, inner/outer shaft, and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation of the hypotube, and numerous kinks in the hypotube. The fracture face of the separated end was oval, as if kinked prior to separation. Functional testing of the returned device was conducted by attaching a stopcock/toughy to the broken hypotube and an inflation device. Positive pressure was applied, and the balloon was brought to its rated burst pressure. The device held pressure for 5 minutes, without leaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a heavily calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured before reaching the nominal pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a heavily calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured before reaching the nominal pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.